Manufacturer narrative:
The investigation conclusion has been updated . Manufacturer investigation conclusion: the reported events of the centrimag¿s console going blank, rpm drops, and reduced flow were confirmed via the log file extracted from the console during analysis. The console was supporting the system at a speed of ~3800 rpm and a flow of ~4.5 lpm on 29mar2019. On 29mar2019 at 17:57, the log file captured an active system alert: s3 as a result of an active sf_ifd_shutdown_detected fault. After this event, speed dropped to ~3200 rpm and flow reading would have been blank with "--.--" on the console display, consistent with the reported information. A set pump speed not reached: m5 alarm was captured within the same minute, and m5 alarms continued to appear throughout the remainder of data captured on 29mar2019. Flow values continued to show 0 lpm until the console was shut down and restarted. System alert: s3 alarms did not occur after the first instance. The console was forwarded to the service depot for further testing. The centrimag 2nd gen. Primary console (serial number l06298-0007) was tested under a work order on 13may2019. The complaint was not verified, and the reported issues were unable to be duplicated. The console was tested with the centrimag motor (serial number #l05572-0020) and the flow probe (serial number #88804) of the same complaint. The unit was ran for extended period of time, including overnights, and no disruptions in the set rpms and flow speeds were observed, and error alarms did not occur. The console did not turn blank at any point. A full functional checkout was performed and the unit passed all tests. The console¿s internal battery was due for routine maintenance, and a routine maintenance was performed successfully. The new backup system warning label was applied. As the console functioned as intended, the reported event could not be correlated to a console related issue. The serviced and tested unit was returned to the customer site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: approximate age of device: 11 months. Manufacturer investigation conclusion: the reported events of the centrimag¿s console going blank, rpm drops, and reduced flow were not confirmed. The centrimag 2nd gen. Primary console was tested on 13may2019. The complaint was not verified, and the reported issues were unable to be duplicated. The console was tested with the centrimag motor and the flow probe of the same complaint. The unit was ran for extended period of time, including overnights, and no disruptions in the set rpms and flow speeds were observed, and error alarms did not occur. The console did not turn blank at any point. A full functional checkout was performed and the unit passed all tests. The console¿s internal battery was due for routine maintenance, and a routine maintenance was performed successfully. The motor was returned to the customer site. The new backup system warning label was applied. The root causes of the reported events were unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: currently unavailable, will be updated upon manufacturer investigation conclusion. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported that the centrimag console went "blank" and that a drop in the rotations per minute (rpm) was indicated on the remote screen. The account also stated that a "no blood flow" notification appeared during the event. A reduced blood flow was noted on a separate monitoring device; the account expressed that this was the second time this situation had been observed, but with different consoles. No patient adverse event occurred as a result of the event. The console, motor, and flow probe were all replaced by the account. No further information was provided.